Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered inappropriate therapy due to atrial fibrillation (af) with rapid ventricular response, and a high shock lead impedance measurement in the right ventricular (rv) channel. The device detected high impedance during an attempted shock delivery after the patient experienced accelerated ventricular arrhythmia. Multiple therapies, including anti-tachycardia pacing (atp) and ventricular shock therapy, were administered to convert the arrhythmia, but the device's performance raised concerns about energy delivery. The patient had episodes of reverse polarity shocks with high fault readings, and it was recommended to consider a revision of the device, as reliable energy delivery could not be guaranteed. No additional adverse patient effects were reported. This system remains in service.